Manufacturer narrative:
Patient weight was not provided for reporting. Exact date of event is an unknown date in (B)(6) 2017. This report is for unknown quantity of unknown locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown locking screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a neck fracture of the proximal humerus on (B)(6) 2017. Patient was implanted with a 3.5 mm lcp periarticular proximal humerus plate, six (6) or seven (7) 3.5 mm locking screws and two (2) 3.5 mm cortex screws. On an unknown date, it was noted on x-ray that an unknown quantity of the 3.5 mm proximal locking screws pulled out of the patient¿s humeral head. Patient has poor bone quality and developed a nonunion. There was not enough bone for the screws to anchor to. The heads of the 3.5 mm proximal locking screws were still locked into the plate, however, the plate was no longer flush to the bone where the 3.5 mm proximal screws were implanted. The 3.5 mm proximal locking screws pulled out anterior or lateral to the humeral head. The shaft portion of the plate was still attached to the bone where the 3.5 mm cortex screws were implanted. The 3.5 mm cortex screws remained intact in the plate and to the bone. Patient underwent hardware removal on (B)(6) 2017. The plate and all screws were easily removed without incident. There was no surgical delay. Patient was not revised to any additional hardware. The procedure was completed successfully and patient reported to be stable. The plate and screws were discarded by the hospital. Concomitant devices reported: 3.5 mm lcp periarticular proximal humerus plate 2 hole/91 mm/lt (part # 02.123.021, lot # unknown, quantity 1) 3.5 mm cortex screws (part # unknown, lot # unknown, quantity of 2). This report is for unknown quantity of unknown locking screws. This is report 1 of 1 for (B)(4).